Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent strut on row 2 from the distal end of the stent is deformed. The undamaged proximal section of the crimped stent od (outer diameter) was measured and was within the maximum crimped stent profile measurement. The distal edge of the bumper tip showed signs of slight damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was broken approximately 305mm distal from the strain relief with multiple hypotube kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-dec-2016. It was reported that crossing difficulties were encountered and shaft damage occurred. The target lesion was located in the right coronary artery (rca). A 2.25x20mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion and the shaft of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage and hypotube break.